Manufacturer narrative:
H3: product analysis of product:kex152eb, lot:229224532 visual inspection confirmed the ibt has been used and dried media is present in the balloon. Functional inspection with a sample syringe did not expose the leak due to the dried media. The damage is consistent with the balloon coming in contact with bone spurs when the balloon is inflated in the vertebral body. E1: first name and last name of initial reporter is unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having balloon kyphopl asty with percutaneous posterior fusion therapy at l1. Preoperative diagnosis of this surgery was primary osteoporosis for rupture fracture. It was reported that during initial insertion into the vertebral body, the balloon on one side was ruptured when it was inf lated to about 3 ml after expansion. There were no patient symptoms reported. There were no further complications reported regarding the event.